Event description:
Reported the unit has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 2005. Leaks happen because the twist clamp does not work. The twist clamp moves freely along the set. No patient injury or medical interventional was associated with this incident.